Event description:
It was reported that when the bone tunnel was entered, after one impact, the screw broke, then the broken screw was removed from the patient. A backup sn device was used to complete the surgery. No patient injury or significant time delay was reported.

Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The proximal end of the anchor has broken off. The break is angular in nature. The inner shaft of the inserter has broken off and remains in the distal end of the anchor. The break area is bent providing evidence of off axis insertion. Dimensional assessment of the inner shaft confirmed it meets print specifications. Per the devices IFU ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Use the smith & nephew mallet (sold separately) to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface¿.